Event description:
Minutes ventilation detected one day after implantation of the device. Leads implanted approximately 20 years ago.

Manufacturer narrative:
The conclusions are as follows: minute ventilation (mv) signal oversensing (8 hz atrial noise signals) was observed on the atrial channel in mode switch episodes recorded in the device memory. This issue is triggered by the detection of the 8 hz minute ventilation sensor current pulses. This form of noise / oversensing is likely attributed to an atrial lead issue manifesting itself in the form of 1. A high impedance (atrial lead integrity issue or atrial lead connection issue) and/or 2. A high polarization at the tip of the atrial lead. As the atrial lead is not returned, none of these potential causes could be attributed with certainty to this particular case. Based on available information, no anomaly is suspected with the pacemaker. For more details, please refer to the attached analysis report.

Event description:
Minutes ventilation detected one day after implantation of the device. Leads implanted approximately 20 years ago.